Event description:
The customer reported alleged inaccurate low readings on a one touch profile meter. Customer reports comparing the meter to the lab with results of 108 mg/dl and 184 mg/dl, respectively. Customer further stated that customer may have been under medicating self based upon the meter results, but made no allegation of harm.